Manufacturer narrative:
Device evaluated by MFR: the gantry motion control was returned to the manufacturer for analysis. Analysis found that the reported issue as confirmed. The control box was installed onto a test system; communication and x-ray readied, but motion required calibration. Motion calibration failed. Motion was unable to complete calibration sue to a faulty motion control box. Analysis found that the reported event was related to an electrical issue. The door winch drive assembly was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The assembly passed motor isolation test, there were no opens or shorts. The assembly was tested with motion cart; forward and backwards motion passed, the brake was engaging and disengaging as normal. The drive motor functioned as normal. The assembly failed visual inspection. There was damage found to the teeth on the drive motor gear and the center guide gear was missing from the assembly. Analysis found that the reported event was related to physical damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. The door would not open. The dingus pins were found misaligned and the winch cable had to be cut to open the door. A new work cable was installed, the gantry motion controller and cable slides were replaced. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion controller and door winch were returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15 minutes. It was reported that the system was around a patient and the site could not get the system to open. Technical services (ts) walked the site through the yellow override button and the door would only open an inch. They weren't able to get any of the buttons on the pendant to open/close the system. Ts tried walking them through manually opening the door which they attempted with the medtronic representative over the phone. The site wasn't able to manually open the door at the moment because they were still draped and continuing with the case. The surgery was completed with imaging and there was no impact on patient outcome.